Event description:
It was reported that (B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The sample appears used as there was biological material observed on the device. The stapler was returned with 39 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples. On the next 3 attempts, staples properly fired from the device. To simulate insertion into the skin, the stapler was fired onto a skin pad. During the first 2 attempts, the staples were able to successfully fire and release into the skin pad. However, no staple fired on the next attempt. The staples were intermittently getting misaligned during functional testing which made the staples unable to properly fire. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared misaligned. Upon functional inspection, some staples were able to fire after the staples were manually realigned. However, when firing into the skin pad, only 2 staples were able to properly fire and release. The misalignment of the staples prevented the staples from consistently being able to properly fire from the device. The sample was disassembled , and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73f1900328. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.